Manufacturer narrative:
To identify the cause of the reported unintended movement of the backrest, it was decided to return some samples for the detailed investigation to the manufacturer- factory in poznan. The product return was initiated. The results of the evaluation will be provided to the next follow up report upon investigation completion.

Manufacturer narrative:
The visual inspection of the involved device was carried out by arjo representative and it was confirmed that the bed was in very good condition. The functionality test was also carried out and the reported unintended movement could not be recreated. The process of analysis all gathered information is ongoing. The results of this investigation will be provided to the next follow-up report.

Manufacturer narrative:
Arjo was informed about an event which occurred in queen elizabeth university hospital in the UK. The backrest section moved unexpectedly when the patient was lying on the bed. There was no injury or other medical consequences reported. The same type of problem was observed within 4 other enterprise 9000x beds in queen elizabeth university hospital in the UK (submitted under regulatory reports with the following establishment numbers: 3007420694-2019-00155; 3007420694-2019-00163; 3007420694-2019-00186; 3007420694-2019-00212). The device was inspected by arjo representative after the event and no problems with the bed were found, the reported problem could not be recreated. To perform detailed investigation, the manufacturer decided to return samples from the market for further evaluation. Following results of the manufacturer¿s technical expertise, including visual inspection, testing of the functionality of the buttons located on safety sides and control units and electronic testing, there was no damage and operation problems found. The reported backrest unintended movement was not recreated during testing. To sum up, the arjo device played a role in the event as it was used with a patient at the time of the event. Although no device malfunction was found, the enterprise 9000x did not meet its performance specifications when the event occurred as the backrest moved unintended. The complaint decided to be reportable in abundance of caution due to the allegation of unintended backrest movement.

Manufacturer narrative:
The bed was removed from use and waiting for the evaluation. The investigation is ongoing.

Event description:
Following information reported by (B)(6) hospital, the bed backrest moved unintended without any command given. There was no injury reported.